Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of the nozzle the air supply volume did not meet the standard value, due to wear on the angle wire the play of the right/left knob was out of the standard value, the angle wire was stretched, the adhesive on the bending section cover/distal sheath had a white clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, and the protector of the universal cord on the suction connector side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had air/water issues from the air/water flow system. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out from the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.